Manufacturer narrative:
The technician found the head hi/low valve sticking due to contamination in the hydraulic fluid. The technician replaced the valve to repair the bed.

Event description:
Information received indicates the bed will not stay flat. The head hi/low section is slowly drifting down.